Event description:
Customer's mother reported receiving motor error and no delivery alarms on the insulin pump. The no delivery alarms had occurred when attempting to deliver a bolus. She could not recall any significant events leading to the motor error alarm. The blood glucose reading was 237 mg/dl. She declined troubleshooting for these issues at the time of the report. She stated she frequently had problems with this model of insulin pump and wanted to upgrade. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm or motor error alarm was noted. The insulin pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.